Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the physician did not hear the "clicking" sound when screwing the leads to the implantable pulse generator (ipg) header. It was noted that the setscrew did not make the sound. This ipg was not implanted and replaced with another one. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.